Manufacturer narrative:
No medical records were provided to the manufacturer. Two images were provided. The lot number for the device was provided. The device history records and images are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, two of the filter legs were allegedly crossed. The health care provider successfully captured and retrieved the filter. Another filter delivery system was exchanged over the guidewire and the filter was successfully deployed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned. The dilator was returned fully inserted into the sheath. The distal tip of the sheath was noted to be slightly buckled. This will be an incidental finding as there was no complaint regarding the sheath or dilator that was used during the procedure. No damage was noted to the distal tip of the dilator or the marker bands which were visible with the dilator fully inserted into the sheath. An attempt was made to remove the dilator from the sheath however much resistance was encountered which led to the dilator breaking with the distal portion remaining in the sheath. This was most likely due to the dried blood present between the two devices. All limbs of the filter were present and uncrossed. No anomalies were noted to the returned filter. Dimensional evaluation: dimensional measurements were made and met all specifications. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a denali filter was demonstrated with some crossed legs at the distal aspect, can be confirmed. Based on the images provided, snare device and retrieval sheaths were demonstrated to have captured the filter apex; although, no images were provided to confirm successful filter retrieval, can be confirmed. Based on the images provided, the filter was in an upright position in the ivc, can be confirmed. Conclusion: the device was returned. Images were provided. Based on the provided images, the investigation can be confirmed for crossed filter legs. Based upon the available information, the definitive root cause for this event was unknown. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, two of the filter legs were allegedly crossed. The health care provider successfully captured and retrieved the filter. Another filter delivery system was exchanged over the guidewire and the filter was successfully deployed. There was no reported patient injury.